Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to the backup freedom driver without any adverse patient impact.

Manufacturer narrative:
Visual inspection of the driver revealed a broken connector on the connection 1 receptacle cable, scuff marks on the main printed circuit board (pcb) and primary motor, fractured housing bosses with raised inserts, and a loose copper part was found, likely a broken washer from inside the primary motor. It was also observed during this inspection that the primary motor's cap was loose and had unbalanced axial play. The driver's alarm history was reviewed and revealed one new alarm, a '36' fault code. This is likely the customer-reported alarm and was likely produced because of intermittent power communication errors during onboard battery exchange. The broken connector on the connection 1 receptacle cable does not allow for a reliable electrical connection and it is likely the root cause for the production of the alarm at onboard battery exchange. The driver passed all test requirements associated with normotensive and hypertensive settings. Additionally, the car charger cables returned with driver were tested for proper functionality and performed as intended without any abnormalities. During investigation testing, the customer-reported issue was not reproduced. There was evidence of impact shock that produced internal damage including the separation of the external part of the connector on the connection 1 receptacle cable. If an onboard battery is low charged it would exhibit beeping (as described by the customer) even if connected to the car charger when a reliable electrical connection does not exist. This faulty or nonexistent electrical connection is also likely the root cause of the customer-reported fault alarm produced during onboard battery exchange. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.